Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Visual inspection of the returned autopulse platform was performed and it was found that the motor cover was cracked. The physical damage noted during visual inspection is unrelated to the customer's reported complaint. A review of the platform's archive data was performed and the customer's reported complaint was confirmed as there were multiple "shut offs" on the reported event date of (B)(6) 2015. Functional testing of the returned platform was unable to be performed as the platform displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) message. A drive train motor brake gap inspection was performed which confirmed that the brake gap was out of specification at 0.012". The brake gap was adjusted back within the specification of 0.008" + /- 0 .001". After the brake gap was adjusted back within specification, a run-in test using a 95 % patient test fixture was performed for several hours, which confirmed that the brake gap was still within specification. No user advisories or warnings were exhibited. Based on the investigation, the part identified for replacement was motor cover. In summary, the customer's reported complaint of the autopulse platform "shutting off" was confirmed through review of the platform's archive. It was however, unable to be duplicated during functional evaluation. There were also no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the platform "shutting off". Therefore a root cause could not be determined. Unrelated to the reported complaint, a user advisory (ua) 17 was observed during functional testing. Further inspection determined that the brake gap was out of specification. After readjusting the brake gap and replacing the part identified during investigation, the platform passed all final functional testing.

Event description:
It was reported that during patient use, the autopulse performed a few minutes of compressions and then suddenly powered off. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Customer also reported that they checked the platform after the patient event and the same issue was duplicated. However, the event has not occurred since (B)(6) 2015. The autopulse platform in complaint was returned to zoll on 05/18/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.